Event description:
It was reported that the device cuff would not inflate at all prior to use. The device had not been reprocessed. Unfortunately, that product was thrown away by the provider. The reported lot number could not be verified, there is a missing digit. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Manufacture date are unknown as the provided lot number could not be verified. The reported lot number was also not found in the database system at the investigation site. Therefore a device history report (DHR) review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.